Event description:
It was reported that the patient experienced a headache "where the probes are" when the barkoff system, which used ultrasound to stop dog barking, was turned on. The stimulator and the barkoff system were turned off. The patient's headache subsided. The barkoff system was kept off. The patient's therapy was working fine in controlling her symptoms. The patient planned to see the health care professional later in the month. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).